Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that no fluid pockets were identified via ultrasound, and the cause of the patient's symptoms was inconclusive.

Manufacturer narrative:
No device problem was reported.

Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing fentanyl (6000mcg/ml at 4000mcg per day), clonidine (2000mcg/ml at 1333.33mcg per day), and dilaudid (4mg/ml at 1.333mg per day). The indication for use was spinal pain. On (B)(6) 2017, it was reported that on two instances, first about a year prior to (B)(6) 2017, and then again on (B)(6) 2017, the patient experienced the following symptoms immediately following pump refill: lethargy, syncope, and the patient "went out completely." The onset of symptoms was considered to be sudden. To treat the symptoms, the patient was given narcan. During the refill procedures, fluoroscopy and ultrasound were used, and everything seemed to be going normally. No fluid pockets were observed via fluoroscopy, and a device manufacturer's refill kit was used. During the first refill, the reservoir was filled completely, then aspirated completely, and then filled again completely. During the most recent refill, the expected reservoir volume was 3.5ml, and the actual volume was 7.0ml. It was noted that the pump was unlikely to have been overinfusing. It was thought that the pump was working as expected. It was noted that the patient previously underwent 8 other refills where everything went perfectly.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of overdose, hospitalization, and surgery. It was further reported that the patient noted his pain pump "near killed him" in two separate incidents. It was due to either the pump stopping or the motor stopped when it was refilled and then when it stopped being filled and they pulled the needle out it gave the patient a big bolus (overdosed him) and put the patient out. The healthcare provider (hcp) had to put narcan in the patient to help him live and wasn¿t sure if the mesh didn't close fast enough. The patient noted the last incident messed up his memory, the patient's mobility, and wasn't as agile as he used to be which the patient wasn't sure if it was due to not having the pump or what. The patient stated his hcp had him on a barrage of pills and was weaning the patient off the pump. The patient wasn't interested in taking pills and wanted to find out how he could get another pump. The patient's current pump was implanted under workman's comp and they wouldn't pay to have another pump put in due to a malfunction of the current pump. The pati ent noted the hcp wouldn't refill the pump because they were scared it would kill the patient. The patient felt he should have more life out of the pump versus the year or so that it had been implanted. The patient saw the hcp on (B)(6)2017 and noted they kept taking a little bit out each time he went in but not putting anything back in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2017: updated to reflect the explant date of the patient's pump section e: updated to reflect the explanting facility contact information: device codes (B)(4) and (B)(4): updated to reflect the allegation of a pocket fill occurring. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's pump was replaced with the new model pump on (B)(6) 2017. A catheter dye study was performed on (B)(6) 2017 and no issues were present with the catheter. The rep saw the patient on (B)(6) 2017. The patient reported to the rep at that time that, after a refill of the replaced pump on (B)(6) 2017, the patient had some overdose symptoms. The patient's managing hcp thought that the pump was leaking out of the reservoir, but the surgeon replacing the patient's pump believed that it was a pocket fill. Saline was put in the pump back in (B)(6) 2017. The rep reported that fentanyl was one of the medications in the patient's pump, but did not know what else was in the medication. The rep confirmed that the pump currently had saline. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". The hospital was in possession of the patient's pump, but the rep was working on returning it for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-nov-10 reported the pump was still at the hospital. The policy was that the pump goes to one of their departments to be looked at if it is associated with a complaint. The hospital will notify the rep once they were finished with the pump, and then the pump will be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from user facility on 2017-nov-27 reported the patient's weight was (B)(6)kg. The event date was noted as (B)(6)2017, but the event date was left with no information due to the event being reported prior to the noted event date and stated that it started late last year. It was noted that the device was available for evaluation. Location where the event occurred as noted as the hospital operating room (or). It was reported the patient had leg and back pain that started decades ago after they slipped on a wet floor and fell holding a fair amount of weight. They have had a number of surgeries and fusions with some complications. The patient ultimately had an intrathecal pump placed 15 years ago. They had no problems with the pump until 2 years ago, when the pump was replaced. The patient started having problems late last year and earlier this year right after having the pump refilled. The patient had 2 episodes where the drug extravasated and the patient went into respiratory arrest. It was felt that the pump was not safe and so it had been replaced with saline. The patient's pain was so severe that they were not tolerating going without the intrathecal drug. Currently the patient was on oxycontin 40mg every 12 hours and dilaudid grams every 2 hours. They did not known if the current catheter was still connected "and" patient or what the spine looks like in case they would have to replace the entire system. It was noted that the pump was explanted and replaced with same make and model. It was noted there was a device malfunction where the pump did not do what it was supposed to do. No further complications were reported/anticipated.